Event description:
The lens box was opened and it was noted by the facility that one haptic was kinked when removed from the tray. The facility stated it was received this way. There was no patient contact.